Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Your report will be helpful in trend identification, driving appropriate corrective actions and supporting our commitment to continuous quality improvement. Investigation conclusion: based on the verbatim, the probable root cause for leakage could be due to valve issue. (B)(4) was initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in our trust we have had at least three/ possibly four cases of leakage from the IV injection port of the bd pro safety IV cannula in theaters. This is a repeated issue and is potentially very serious as often the IV are covered in theatre and the patient or anesthetic agent could bleed out.